Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the clv-190 displayed an ¿e103¿ error message. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the user facility states the bulb has been replaced and the problem has been resolved. This issue was discovered during testing and the device did not pass the test. There was no patient injury. The device will not be returned as the issue has been resolved. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that although the root cause could not be identified, a probable cause is described based on the investigation to date. A provable is as follows: abnormality in the lamp that was pointed out may be caused by lamp failure because it was described in the proposed sentence that the event was improved by replacing the lamp.".